Event description:
It was reported that during service evaluation it was noticed that the renasys go was not able to generate alarms under the expected alarm conditions due to a defective mainboard. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. The visual inspection showed no defects. The functional evaluation found that the device was not able to generate alarms under the expected alarm conditions, establishing a relationship between the device and the reported event. The root cause was determined as a defective mainboard. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.